Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin coming out of the reservoir compartment. The customer¿s current blood glucose was 500 mg/dl. Customer reported fluid was in the reservoir compartment. The product was returned for analysis.